Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. A system checkout was performed and the system is working is intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that after checking the tightness of the spine clamp, the stability of the spine at the location of inaccuracy, the surgeon chose perform a second spin. After the second spin the scan was accurate. There was less than an hour in delay in the procedure. No impact on patient outcome. The manufacturer representative confirmed that the health care professional did not think anything was loose, however they were conc erned about the stability of the fracture which the frame was placed above.